Event description:
It was reported that at a follow up the right atrial lead impedance dropped under 200 ohms and noise was seen on the iegm. During lead revision insulation abrasion was noted. The physician repaired the lead with medical adhesive and a silicone layer. The impedance was -stable- and no noise was noted after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.